Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the rv lead. The physician was able to implant the rv lead after loosening the set screw. The physician experienced difficulty again when implanting the lv lead, so the physician elected to not use the device and implanted another one instead. The patient was stable.